Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's levels had been as high as 558mg/dl and 400mg/dl. The customer treated the highs with manual injection. The customer's declined to troubleshoot at this time.